Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product was leaking at the main stem stopcock post-operatively. According to the report, the device had been used for less than 24 hours. Reportedly, there was no injury to the patient and they were stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.